Manufacturer narrative:
This complaint is related to cc (B)(4) (same customer with the same items and product issue). Findings from the investigation on the other two will be reported for this one as additional information by 3/6/2020.

Event description:
Cracked hub requiring the insertion of a new PICC line. Lot numbers 11250920, 11259888 and 112647 involved, only 1 sample known to be of ln 11250920 and identified as such.

Manufacturer narrative:
The sample device for this complaint is unavailable for evaluation. However, a review of samples from two complaints (cc 40277 and 40278) from the same customer for the the same product and product failure mode was performed. A functional test of those devices found that the hubs allowed leakage through cracks, confirming the customer''s complaints. Based on the physical examination, the most likely cause of the crack was excessive tensile force being applied to the hub, possibly during use. Since the root cause cannot be determined as a design or manufacturing issue, a corrective action will not be taken at this time.